Manufacturer narrative:
Received two (2) used lat-d1000 tegos for inspection. Excessive seal tearing was found on each of the tegos. Each of the tegos were accessed with a male luer and the fluid path was found to be occluded due to the seal collapse. The reported complaint of a torn seal and subsequent increase of pressure can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no relevant nonconformities were found that would have led to the reported complaint

Event description:
The event occurred on an unspecified date and involved a connector tego¿ where it was reported that tego increased the resistance of the machine and when disconnected it was evident that the silicone covering the connector was "torn". The product had to be replaced sooner than suggested. The event occurred during patient's use, although no damage was caused, it was only necessary to replace the connector. No medications were involved during the hemodialysis.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.